Event description:
Hill-rom received a report that reasonably suggests the vest may have contributed to a collapsed lung. The unit was returned to hill-rom, evaluated, and no problem was found with the device.